Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00109. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the speaker assemblies were outside the tolerance. The field service engineer (fse) speaker assemblies to resolve the issue. The system meets the specification for the performed service and is returned to use. This concludes this investigation.